Event description:
Report received of an overdelivery. The device was returned from clinical service with an unsigned note which read, "defective pump. IV fluid infused too quickly." The customer contact reported that the device was programmed to infuse tpn at a rate of 40 ml/hr. The device reportedly infused 780 ml of tpn in 3 hours. There was no report of any adverse patient event. Though requested, no further information was available.